Event description:
It was reported that during a breast biopsy they noticed that the cutter was advancing according to the control modules lcd screen but the cutter was not advancing on the actual probe. The patiet's breast was pierced, the case was aborted and the patient was sent home under normal post biopsy instructions and rescheduled.

Manufacturer narrative:
410609-0 b2; d2, 10;g5;h3: additional information provided. H11 corrected data: there was no device returned for analysis, pt had no tissue removed at the time of the procedure, skin nick to prep for the case only. Case was completed with the loaner. Changed file to not reportable as the product has been used with no interruption to date.